Event description:
The generator was received for analysis. Analysis was completed and approved. The reported allegation was not duplicated in the returned pulse generator. Based on the decoder there is a correlation between ¿low storage temperature¿ and the pulse generators battery status when a generator is kept at low temperatures. As stated in the vns therapy system physician¿s manual, section 5.1.6; ¿low storage temperatures may affect the battery status indicators¿. The generator received was not at neos = yes battery status as reported. Review shows 14.7 degrees celsius suggesting that the device was exposed to low temperatures on the date of the attempted implant. The battery voltage in memory recorded on the same date is 2.411 volts

Event description:
It was reported from an operating room specialist that a generator was showing near end of service (neos) during a case when interrogated. This generator had been in his trunk of his car for about 4 hours and it was 10 degrees outside. He was informed that the low battery may be due to the cold temperature. The generator had only been out of the cold at that point for 30 min. A different generator was used for the patient. Per data received, the generator's battery voltage, after being inside overnight rebounded as expected back to full battery voltage. However, a couple of days later, the specialist reports that there was a second occurrence of premature battery depletion (neos). The battery depleted to neos state without any evidence that the device was in a cold storage temperature. As the battery had already fully rebounded to above 3 volts, this second depletion in battery is unexpected. The battery had not been stored outside prior to seeing the low battery. Device history records for the generator were reviewed and showed that the device passed all specifications prior to distribution. No additional information has been received to date.